Event description:
Country of complaint: (B)(6). Post operative loosening of set screws. All set screws and rods were replaced during a revision surgery. This included 9 sw790t, 1 sw668t and 1 sw669t. Med watch reports associated with this incident include: 3005673311-2016-0095, 3005673311-2016-0096, 3005673311-2016-0097, 3005673311-2016-0098, 3005673311-2016-0099, 3005673311-2016-0100. Components in use include: sw668t / s4 straight rod 5.5x180mm. Sw669t / s4 straight rod 5.5x200mm.

Manufacturer narrative:
Investigation: used test and analysis equipment: -keyence vhx 600 d digital microscope. -panasonic dmc tz8 digital camera. We made a visual inspection of each single screw. The hexagon of each screw exhibit no damages or other hints for an incorrectly applied hex-key. The bottom of each single screw-with the exception of screw (B)(4) -exhibiting the typical wear mark pattern of incorrectly tightened set screws. Screw (B)(4) shows the dual sickle pattern of a correctly tightened screw, caused by the rod which impacts symmetrical by screwing down the set screw. Batch history review: the manufacturing documents of all lots have been checked and found to be according to specification valid during the time of production. Conclusion and root cause: the root cause of the problem is most probably user related. Rational: the wear marks on the bottoms of the set screws are exhibiting the typical pattern of incorrectly tightened or loosened screws. Without further knowledge about the circumstances we assume, that the rod was not properly inserted in the pedicle screw. With the rod tilted, the maximal torque is arrived before the rod is fixed properly.